Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
.

Event description:
Boston scientific received information that the patient experienced vibrations near his heart, at a location closer to his heart than to his device. Evidence suggests that the vibrations in the patient's chest may have started after a lead revision procedure. The patient presented to the emergency room (ER) and a physician mentioned that one of the patient's leads may have come loose. An interrogation was to be performed. The leads remain actively implanted. No adverse patient effects were reported.